Event description:
The customer reported that they received questionable results for sixteen patient samples tested for calcium. Of the sixteen samples, thirteen were found to be erroneous. Samples were repeated on a different c501 analyzer ((B)(4)) since the customer believed there was an issue with their water system and delivery of water from the water system to the analyzer. The customer did note that their water system vendor had to replace a pump that supplied water to the analyzer. Corrected reports were issued for the repeat results. Sample one initially resulted as 11.4 mg/dl and was automatically repeated by the analyzer, resulting as 10.3 mg/dl accompanied by a data flag. The 10.3 mg/dl value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer ((B)(4)) and resulted as 7.9 mg/dl accompanied by a data flag. The 7.9 mg/dl value was believed to be correct. Sample two from an (B)(6) male initially resulted as 9.0 mg/dl and was reported outside of the laboratory. The sample was repeated on a different c501 analyzer ((B)(4)) and resulted as 7.3 mg/dl accompanied by a data flag. The 7.3 mg/dl value was believed to be correct. Sample three from a (B)(6) female initially resulted as 12.7 mg/dl accompanied by a data flag and was reported outside of the laboratory. The sample was repeated on a different c501 analyzer ((B)(4)) and resulted as 9.3 mg/dl. The 9.3 mg/dl value was believed to be correct. Sample four from a (B)(6) female initially resulted as 12.0 mg/dl accompanied by a data flag and was reported outside of the laboratory. The sample was repeated on a different c501 analyzer ((B)(4)) and resulted as 8.3 mg/dl accompanied by a data flag. The 8.3 mg/dl value was believed to be correct. Sample five from a (B)(6) male initially resulted as 13.7 mg/dl accompanied by a data flag and was reported outside of the laboratory. The sample was repeated on a different c501 analyzer ((B)(4)) and resulted as 9.8 mg/dl. The 9.8 mg/dl value was believed to be correct. Sample six from an (B)(6) female initially resulted as 13.6 mg/dl accompanied by a data flag and was reported outside of the laboratory. The sample was repeated on a different c501 analyzer ((B)(4)) and resulted as 9.8 mg/dl. The 9.8 mg/dl value was believed to be correct. Sample seven from a (B)(6) female initially resulted as 11.2 mg/dl accompanied by a data flag and was reported outside of the laboratory. The sample was repeated on a different c501 analyzer ((B)(4)) and resulted as 7.8 mg/dl accompanied by a data flag. The 7.8 mg/dl value was believed to be correct. Sample eight from an (B)(6) male initially resulted as 12.9 mg/dl accompanied by a data flag and was reported outside of the laboratory. The sample was repeated on a different c501 analyzer ((B)(4)) and resulted as 9.6 mg/dl. The 9.6 mg/dl value was believed to be correct. Sample nine from a (B)(6) female initially resulted as 13.5 mg/dl accompanied by a data flag and was reported outside of the laboratory. The sample was repeated on a different c501 analyzer ((B)(4)) and resulted as 10.3 mg/dl accompanied by a data flag. The 10.3 mg/dl value was believed to be correct. Sample ten from a (B)(6) female initially resulted as 11.9 mg/dl accompanied by a data flag and was reported outside of the laboratory. The sample was repeated on a different c501 analyzer ((B)(4)) and resulted as 8.0 mg/dl accompanied by a data flag. The 8.0 mg/dl value was believed to be correct. Sample eleven from a (B)(6) female initially resulted as 12.2 mg/dl and was automatically repeated by the analyzer, resulting as 10.8 mg/dl accompanied by a data flag. The 10.8 mg/dl value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer ((B)(4)) and resulted as 8.6 mg/dl. The 8.6 mg/dl value was believed to be correct. Sample twelve from a (B)(6) female initially resulted as 13.3 mg/dl and was automatically repeated by the analyzer, resulting as 11.9 mg/dl accompanied by a data flag. The 11.9 mg/dl value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer ((B)(4)) and resulted as 9.7 mg/dl. The 9.7 mg/dl value was believed to be correct. Sample thirteen from a (B)(6) male initially resulted as 12.7 mg/dl and was automatically repeated by the analyzer, resulting as 11.3 mg/dl accompanied by a data flag. The 11.3 mg/dl value was reported outside of the laboratory. The sample was repeated on a different c501 analyzer ((B)(4)) and resulted as 9.1 mg/dl. The 9.1 mg/dl value was believed to be correct. The patients were not adversely affected by the event. The calcium reagent lot number was 64932001 with an expiration date of 03/31/2012. The field service representative could not determine a cause for the issue. He confirmed that calibration and quality controls were successful. He performed a precision check.

Manufacturer narrative:
The customer provided updated information with respect to the initial and repeat patient results for some of the samples originally provided. The following is the updated information: sample one initially resulted as 10.3 mg/dl accompanied by a data flag and this value was reported outside of the laboratory. The sample was automatically repeated by the analyzer, resulting as 11.4 mg/dl. Sample eleven initially resulted as 10.8 mg/dl accompanied by a data flag and this value was reported outside of the laboratory. The sample was automatically repeated by the analyzer, resulting as 12.2 mg/dl. Sample twelve initially resulted as 11.9 mg/dl accompanied by a data flag and this value was reported outside of the laboratory. The sample was automatically repeated by the analyzer, resulting as 13.3 mg/dl. Sample thirteen initially resulted as 11.3 mg/dl accompanied by a data flag and this value was reported outside of the laboratory. The sample was automatically repeated by the analyzer, resulting as 12.7 mg/dl. The root cause of the issue was related to the water system vendor's pump.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.